Event description:
Fractured cervical plate. Cervical discectomy and fusion with instrumentation 3/96. Post-op x-rays showed plate was broken. Pt developed some radiculopathy in rt upper extremity with a hypesthesia feeling extending into index finger. Pt taken to or for correction.